Event description:
Wife of home pt (hp) reported three incidents where the hp felt full, as if he were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp's wife states for the first two incidents when the hp felt full, she discontinued the hp's therapy using the homechoice cycler and drained the hp manually. Wife of hp states the volume of fluid that was manually drained is unknown; however, she feels it was greater than 2000 ml. According to the hp's wife, when the hp felt full for the third time she did not discontinue therapy, but performed a manual drain using the homechoice cycler, removing 4,468ml. Follow up with the healthcare professional (hcp) reveals the hp performs a manual exchange of 2000ml during the day; however, the homechoice cycler was programmed for an initial drain alarm of only 300ml. Hcp states the homechoice cycler is programmed to deliver 2500ml exchanges at night with a last fill volume of 500ml. According to both hp's wife and hcp, there was no pt injury or medical intervention.